Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. Blockage in the handpiece cable causing restricted water flow.

Event description:
Based on the repair evaluation of a g130, there was blockage in the handpiece cable causing restricted water flow, and the handpiece was getting hot; no injury resulted.